Event description:
Device 3 of 5: reference MFR. Report#: 1627487-2019-03374, reference MFR. Report#: 1627487-2019-03375, reference MFR. Report#: 1627487-2019-03377, reference MFR. Report#: 1627487-2019-03378. It was reported the patient underwent surgical intervention on 12mar2019 wherein the drg system was removed reason unknown.

Event description:
Device 3 of 5; reference MFR. Report#: 1627487-2019-03374, reference MFR. Report#: 1627487-2019-03375, reference MFR. Report#: 1627487-2019-03377, reference MFR. Report#: 1627487-2019-03378.